Event description:
It was reported that the atrial lead had small p-waves and some episodes looked "suspicious" due to noise. The lead was programmed to unipolar sensing and bipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).